Event description:
It was reported that during the procedure in the heavily calcified superficial femoral artery, during deployment of the absolute stent, doppler ultrasound revealed that the tip of the stent delivery system had detached. The tip was retrieved by pulling back the guide wire with the tip remaining on the guide wire, into the introducer sheath which was successfully removed from the anatomy. There was no adverse pt effects. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). The device was not returned; however, the lot number was reported. A f/u report will be provided with all relevant info.